Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that when he was originally sent the pump he had infusion sets and they just didn't work for him. Customer stated that they would kink. The customer reported that his blood glucose was going up to 500mg/dl, 497mg/dl, 483mg/dl, over 350mg/dl and just over 300mg/dl. Customer stated now that he is using the quick set infusion sets and they are working fine for him. The customer was offered to troubleshoot for high blood glucose and bent cannula but customer declined. Customer treated for high blood glucose with manual injection and bolusing from the insulin pump. Customer also changed out his infusion sets. The insulin pump will not be returned for analysis.